Event description:
Pt on knightstar 330 bi-level ventilator, using bipap mode via face mask. Flow meter titration 30l fio2 to flush. Pt monitored for initial improvement of status. Pt desaturated and had increased respiratory distress. Staff noticed "error 44" on display. No audible alarm sounding. Rapid response team notified. Bi-level ventilator changed out. Pt recovered from episode with no further incidence.